Event description:
Customer reported a loss of communication between the panorama central station and ambulatory telepacks, which may have affected telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the system and verified the problem. Corrections included reconnecting the system's cable at the main rack. Communication was reestablished. System was safety tested to factory's specifications.